Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support stating she was unable to disconnect the luer connector from the pump despite attempting removal after rewinding. The patient indicated difficulty separating the connector and expressed frustration with the situation. The agent advised that if the connector could not be removed and insulin was needed, the patient should remove the supplies and continue with multiple daily injections until assistance was available or until tools such as pliers could be used to help remove the connector. The agent attempted to provide additional options for removing the connector; however, the patient became increasingly upset, used profanity, and expressed dissatisfaction with the product. After the agent reiterated the available alternatives and attempted to assist, the patient continued to express frustration and ended the call. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.